Event description:
The advocate called on behalf of a (B)(6) customer. She stated the customer received blood glucose readings around 0.9 and 1.0 mmol/l from one contour link meter and a reading of 17.0 mmol/l from her other contour link meter. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement test strips and a new meter were sent to the customer.

Manufacturer narrative:
The meter serial number provided by the caller was not valid. It was not possible to determine the manufacture date without a valid serial number.